Event description:
It was reported that unit does not charge.

Manufacturer narrative:
The returned device was evaluated to determine the cause of the reported failure. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The reported complaint was confirmed as the device was found to have a defective battery. A visual inspection was performed on the exterior of product and no damage was observed. As a result the necessary repairs were carried out and the device then went on to pass all functional tests and was confirmed to be working within specifications.